Event description:
Pt originally had surgery related to an l1 burst fracture. The 7 week follow-up x-ray showed that one of the screws at l2 was half way out. Pt had been non-compliant with brace. Pt required a revision surgery in which two screws were replaced.